Manufacturer narrative:
This complaint is still under investigation.

Event description:
The surgeon revised/removed all the broken parts of the broken ceramic liner.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Information was received on (B)(6) 2014 indicating this product is not sold in the u.s.

Manufacturer narrative:
The surgeon revised the patient through an anterior approach. He removed all the broken parts of the broken ceramic liner anf placed a marathon polyethylene liner in the pinnacle cup the rested in place. It was a revision of acetabular component (pinnacle ceramic liner) trough anterior approach. Please note: the reference number for the (B)(4) government is (B)(4). Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Additional narrative: update may 13, 2014 product/lot information received. This product is not sold in the u.s. This product was originally reported in error. Depuy considers this investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 02 november 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 23 november 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 25 november 2015 - the patient's legal letter was received. The letter was reviewed for MDR reportability. According to the letter the patient was also experiencing pain. At this time there is no new information that would change the existing MDR decision.the complaint was updated on: 12/10/2015.